Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 120 mg/dl (advantage) and 30 mg/dl (paramedic's meter). Caller states that he found the customer on the floor with hypoglycemic symptoms of weakness and unable to get off the floor. Customer's wife called the ambulance and tested the customer at 120 mg/dl on his meter. Paramedics then tested the customer at 30 mg/dl on their meter approximately 5 minutes later. Customer was taken to the hospital (unknown if treatment was provided) where he was admitted and felt better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.